Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an hernia repair procedure on (B)(6) 2018 and suture was used. Needle pull-off during tissue passage. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). An empty opened foil, a detached needle and a dispensed suture of product were returned for analysis. During the visual inspection of needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture were noted. The suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of sample received, the assignable cause of the suture needle pull off suture suggests a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.